Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of under-responsive up arrow, down arrow and ok keypad buttons was not duplicated during testing. The up arrow, down arrow and ok keypad buttons responded appropriately. No contamination was observed under these keypad buttons. Unrelated to the complaint, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and the button slug was observed to be missing. There was evidence of moisture contamination inside the bolus button housing. The pump case was opened during the evaluation and evidence of moisture contamination was found inside of the pump.